Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va04d32, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was noted that the surgery on (B)(6) 2014 had a good outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va04d32, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that x-rays of the skull, chest, and cervical spine were done on (B)(6) 2014 and the skull and chest views showed a lead fracture and migration of the extension below the ear lobe and the cause of the issues was a lead fracture. It was noted that the patient was referred to neurosurgery on (B)(6) 2014 to schedule a replacement. It was reported that the patient had the old lead removed and replaced with a new extension kit.

Event description:
It was reported the patient had worsening tremors since (B)(6) 2013. It was stated no trauma had preceded the therapy issue. It was noted the patient had some therapy but it was unclear whether it was the deep brain stimulator (dbs) or the medication that provided that therapy. It was stated the impedances were out of range >40,000 ohms on contacts 0-3. It was noted there was a problem in (B)(6) 2013 based on the impedances.